Event description:
An alarm issue was reported with the adc device in use with m2006c3mng xiaomi (xiaomi redmi 9c nfc) with android operating system version 11. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat, requiring third party administration of a glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.